Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2021-02080. It was reported the patient will need a replacement of one of the scs system leads due to a second occurrence of a broken lead. The abbott representative attempted to program using the other lead, but the patient complained they are not getting the relief they once had. The patient currently only has therapy on one side. The patient states they fall often.